Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119: warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
On (B)(6) 2018, the patient experienced diabetic ketoacidosis (dka) and was hospitalized overnight. The patient was treated with intravenous sodium chloride. No blood glucose (bg) levels were provided but the patient's ketones read between 160 and 180. Multiple corrections, up to 4 or 5 units, were administered leading up to the event but the patient's bg levels did not decrease. The patient's father did not notice anything unusual regarding the pod. The pod was worn between 36 and 48 hours on the abdomen.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. No malfunction or other product condition that would have contributed to the patient's ketoacidosis and hospitalization was found.